Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges pump is not working correctly; delivers more insulin than usual. Caller reportedly is using insulin that has passed its expiration date since two months ago. No adverse event reported. Requested return of the alleged device for evaluation.